Manufacturer narrative:
Date of event: approximated as date is unknown.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. One year post procedure follow up transesophageal echocardiogram (tee) revealed device related thrombus on the device. It was noted that the patient did not follow the standard pharmacological regimen post implant. The patient was put back on eliquis 5mg twice a day and baby aspirin. A follow up tee will be performed in 3-4 months. No patient complications reported.

Manufacturer narrative:
Date of event: approximated as date is unknown.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. One year post procedure follow up transesophageal echocardiogram (tee) revealed device related thrombus on the device. It was noted that the patient did not follow the standard pharmacological regimen post implant. The patient was put back on eliquis 5mg twice a day and baby aspirin. A follow up tee will be performed in 3-4 months. No patient complications reported. It was further reported that the device was implanted in (B)(6) 2017. Post implant the patient was on eliquis and asa for 45 days and then asa only every day. There was no evidence of thrombus at the 45 day follow up tee. Another tee will be performed in 3-6 months.